Event description:
It was noted during a periodic review of the programming history database that high impedance was noted on the patient's device on (B)(6) 2014. It was noted the patient's vns generator was programmed off on (B)(6) 2014. The high impedance found may be related to the previously reported events of sleep disturbances, dyspepsia, vomiting, pain, voice alteration, and the perception of an increase in frequency of stimulation.

Event description:
It was later reported by the patient mother that the symptoms of vomiting, gas, and weight loss have continued since the device was programmed off. However, she also stated the symptoms have improved some. The patient mother stated she is still concerned about the weight loss and was directly attributing the issues to the presence of the device and that she wanted the device removed. The patient mother did explain that they had not yet been seen by a gi specialist. It was noted by the patient current physician that he was referred to a gi specialist and she does not believe the gi issues are related to vns as the patient had been programmed off for months.

Event description:
Additional information was received showing the physician still did not believe the gi related issues were associated with vns. However, it was noted that the other issues (voice alteration, sleep disturbances, painful stimulation and pain in the chest, neck, throat, and altered perception of stimulation were related to the high lead impedance that first occurred years ago. The patient was referred for replacement when the issues related to the high impedance first began (around (B)(6) 2014); however, the patient was a no-show to the appointment with the surgeon. The patient's device had been programmed off at that time. It was explained they later tried to titrate the patient's settings up again, unaware of the high lead impedance, which led to the continuation of the reported adverse events. The patient was programmed off again due to the return of the vns related adverse events. The patient had been referred for vns removal; however no known surgical interventions have occurred to date.

Manufacturer narrative:
(B)(4).

Event description:
It was further noted the surgery will be taking place due to patient comfort. No known surgical interventions have occurred to date.

Event description:
On (B)(6) 2014, it was reported that this vns patient¿s device was disabled due to vomiting on (B)(6) 2014. It was previously reported recently had device settings turned back up and vomiting, pain, and stomach issues returned. In addition to reporting the device disablement, the physician stated that the events were occurring continuous, not just with stimulation, and were possibly related to vns; however, the patient had not been evaluated by a gastroenterologist. Interventions included disabling the device. The patient was reportedly experiencing pain in the throat and chest. On (B)(6) 2010, this vns patient caregiver reported that the patient had discomfort in the neck and chest region with stimulation. He also experienced voice alteration, dyspepsia, and difficulty sleeping with stimulation. The patient did not experience any adverse events when the settings were low. Follow-up at the time showed that there were no reports of trauma or manipulation; however, device settings were changed on (B)(6) 2010 where the output current was increased from 1.50 to 1.75 ma, and the signal frequency was increased from 25 to 30 hz. The patient did not have a history of sleep disturbances or dyspepsia prior to vns. The sleep disturbances and dyspepsia were related to device stimulation. The physician stated that the settings were lowered but then increased because the patient felt the device was not as efficacious at lower settings. In the past, the patient complained of pain, voice alteration, and emesis (if he already had concurrent nausea) during stimulation. He also complained of pain, too frequent stimulation, and that device stimulation would wake him up at night. There were no casual or contributory factors that preceded the onset of any of the events.